Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material # 305136. Batch # 0115061. It was reported that needle clogged while using bd precisionglide¿ needle. Four needles were affected, however, no patient impact reported. The following information was provided by the initial reporter: it was reported the lumen is not flushing.

Event description:
Material # 305136 batch # 0115061 it was reported that needle clogged while using bd precisionglide¿ needle. Four needles were affected, however, no patient impact reported. The following information was provided by the initial reporter: it was reported the lumen is not flushing.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number (B)(4)and lot number 0115061. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.